Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified fluid leak after completing treatment. The fluid leak was experienced approximately a week prior to the call to technical support. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that they have not been made aware of the reported fluid leak event and therefore could not provide any additional information. The pdrn confirmed that the patient has not experienced any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test and a valve actuation test. A pre- accelerated stress test (ast) 15 min 1000ml simulated treatment (self-test) was performed on the cycler and passed. The cycler was powered off / on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The treatment was resumed and completed without failure. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found under the front panel assembly, on the bottom cover near the compressor, under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. Fluid was found in the pneumatic lines during the inspection. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified fluid leak after completing treatment. The fluid leak was experienced approximately a week prior to the call to technical support. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that they have not been made aware of the reported fluid leak event and therefore could not provide any additional information. The pdrn confirmed that the patient has not experienced any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available for return to the manufacturer for physical evaluation.